Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/15/2019. Corrected information: d2. H3 device evaluation summary: the actual device component was received for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: do not have any addition information on this suture. Lot #? Product code? Suture name/family? To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a tandem and ovoids procedure where markers are inserted for radiation therapy and the unknown suture was used. During suturing of unknown tissue, the needle broke on unknown layer of tissue. The broken needle was removed from the patient. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information is available.